Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, conclusion codes of known inherent risk of device and cause not established were assigned to this investigation. The implant and model/lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this artificial urinary sphincter developed atrophy which was attributed to an oversized device cuff. The device was explanted and replaced. No further patient complications were reported.